Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the m300 did not alarm during ventricular tachycardia event of 5 consecutive beats at 160 beats/min. There was no visual or audible alarm. There was no report of a patient injury or death.

Manufacturer narrative:
Correction:. A screenshot showing the 5-beat run of ventricular tachycardia was provided. As indicated in the m300 instructions for use, the criteria for the algorithm to detect a run is at least (3-(n-1)) consecutive premature ventricular contractions (pvcs) are detected, with a beat-to-beat rate greater than or equal to the vtach rate (n is the event count set in the count column of the arrhythmia setup table). Beats are classified as ventricular, normal, or questionable. Questionable beats are updated to ventricular if there are at least three questionable beats with the same morphology (high waveform shape correlation). The issue was reproduced in the lab and an investigation determined that the root cause was likely that the run criteria was not met due to an algorithm limitation which includes an underlying software issue within the algorithm where the beat classification was not updating the first two questionable beats when the 3rd beat had the same morphology. This software issue was corrected in m300/m300 plus version vg3.0.1 to improve the algorithm detection capabilities. Note that despite the underlying software issue identified in the beat classification, the algorithm was successfully tested against the international electrotechnical commission (iec) basic safety standards for electrocardiograph equipment, 60601-2-27. Therefore, no further action is warranted.

Event description:
The customer reported that the m300 did not alarm during ventricular tachycardia event of 5 consecutive beats at 160 beats/min. There was no visual or audible alarm. There was no report of a patient injury or death.

Event description:
The customer reported that the m300 did not alarm during ventricular tachycardia event of 5 consecutive beats at 160 beats/min. There was no visual or audible alarm. There was no report of a patient injury or death.

Manufacturer narrative:
Correction: based on the waveform review by draeger, it was confirmed that a 5-beat run was missed by the m300 software version (vg3.0.1) and the device did not call an arrhythmia. This causes one of the beat classification buffers to not update once the third questionable beat is matched to a new ventricular template. The root cause is a software limitation not an issue/problem/software bug. Enhancements to the algorithm were made in vg3.0.1.

Manufacturer narrative:
It was reported to draeger that the m300 did not alarm when the patient had a short vt of five consecutive ventricular beats. This has been confirmed by draeger to be a m300 software issue in version vg3.0 that the customer is currently running. The root cause is that one of the beat classification buffers is not updated once the 3rd questionable beat is matched to a new ventricular template. This reported problem will be fixed in the m300 software version vg3.3.1. With the ECG algorithm updates in the next software version.

Event description:
The customer reported that the m300 did not alarm during ventricular tachycardia event of 5 consecutive beats at 160 beats/min. There was no visual or audible alarm. There was no report of a patient injury or death.